Manufacturer narrative:
Product complaint#(B)(4). Date sent to the FDA: 3/31/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an gynecological procedure on (B)(6) 2026 and suture was used. This is to bring you notice that the surgical suture material that was found to be damaged / broken during surgery. There were no surgical delays reported. There were no patient consequences. Additional information was requested.